Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan from (B)(4) alleging that a one touch verio pro kit was missing test strips. The patient did not allege any harm or injury because of the reported issue. Based on the information provided, this complaint is being reported due to the following conclusion: the patient alleged a missing test strips issue with a one touch verio pro kit. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.